Event description:
Pt was administered the juvederm vollure xc cosmetic filler made by allergan on (B)(6) 2018. On (B)(6) 2018, pt returned complaining of nodules on lateral chin. Upon investigation and conversations with numerous colleagues, this is a well-known problem occurring at a much higher frequency than is indicated by the drug trials, product warnings or per informal conversations with the MFR. Mid to deep dermis for correction of wrinkles. Dose or amount: 1 ml millitre(s).